Event description:
It was reported that the device displayed, error "motor not running". Software version: v1.6.5. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected: a1, a2, a4, a5, a6, b5. H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a broken plunger potentiometer and corroded main printed circuit board pcb) components. The device was repaired by replacing all corroded, worn, and cracked parts. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
Additional information was received that there was no patient involvement. The issue was discovered during testing.